Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 or investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported during a shift check, that the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform was returned to the manufacturer on (B)(4) 2015. Visual inspection of the returned platform was performed and it was found that the front enclosure was damaged. The physical damaged noted during visual inspection is unrelated to the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message. A review of the platform's archive data was performed and multiple user advisory (ua) 41 messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned platform was performed and the customer's reported problem was unable to be duplicated. The platform was run with a large resuscitation test fixture (lrtf) for 30 minutes and an additional 30 minutes with a test mannequin and no user advisories or warnings were exhibited. The platform passed all functional testing. Based on the investigation, the parts identified for replacement were the front enclosure and fan cable. Please note that the fan cable was replaced as a precaution. In summary, the customer's reported complaint of the platform displaying a ua 41 was confirmed through review of the platform's archive data, however this was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 41 message. The fan able was replaced as a precaution. The physical damage found during visual inspection is unrelated to the reported complaint. These types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.